Manufacturer narrative:
Additional manufacturing narrative: attempts for the return of the sensor as well as additional information requests have been made in order to identify the sensor involved in the reported event. The customer indicated that the sensor used for this event is not available for analysis. If new information is obtained, a follow-up report will be submitted.

Event description:
The customer reported they were unable to pick up spo2 readings on one newborn triplet for quite some time. When the reading did come up, it was much lower than expected based on the appearance of the patient. The patient was given o2 by CPAP mask. Spo2 due to the lower readings. When spo2 did not change, a comparator device was placed on the patient, which gave spo2 readings of 94 while the masimo device was reading in the lower 80s. No known impact or consequence to patient were reported.